Manufacturer narrative:
No products are expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a procedure to implant a cardiac resynchronization therapy defibrillator (crt-d), the patient experienced electromechanical dissociation with low oxygen saturation levels when a suture for the left ventricular (lv) lead was being placed. The patient recovered after 40 minutes of resuscitation. The patient then experienced fast ventricular tachycardia (vt) and required external shocks. The physician elected to complete the procedure with this pacemaker. The patient was hospitalized. While hospitalized, the patient had a cardiac arrest and died. The physician believed the implanted system did not directly cause the patient's death.